Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment and replaced the ventilator control board. The unit was returned to service.

Event description:
The hospital alleged that the unit does not ventilate and does not pass the start-up test. The hospital also stated there were errors on the expiratory valve and the sensor. There was no patient involvement.